Event description:
On 2/29/2000, the MFR received a faxed report from the int'l distributor that states the following: the device and the catheter were implanted in the pt to dose drug in 1999. The original catheter was cut off at approx. 10cm from the device, and another MFR's catheter and connector were connected to the end. Usually this physician does it this way. Two (2) months after implantation (device implanted in 1999, exact date not provided) the drug leakage around the original catheter was found with the contrast media. The device and catheter were replaced with the same products. The doctor checked the other MFR's catheter and connector and considers no problem. Please investigate returned device/catheter and reply the cause of leakage. No further details were provided.